Manufacturer narrative:
This report is submitted on april 15, 2020.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI (unknown strength). Surgery to reposition the magnet was completed on (B)(6) 2018. The implanted device remains. The patient was then treated with oral antibiotics (date and duration not reported).